Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes had a reaction with random tubes that is possibly not correct. Samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "our vets have used these blood collection tubes many times, but suddenly have had a reaction with random tubes that is possibly not correct. This is a great concern as this could affect results, as all samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. Usage is on-going and a daily occurrence ¿ hence our sense of urgency. Vidoe clip and email correspondence has been forwarded.¿

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 02-sep-2022 . H.6. Investigation summary: bd received 2900 samples and 1 video for investigation. The video was reviewed and the indicated failure mode for sample quality with the incident lot was not observed. Additionally, a visual evaluation of 100 retained tubes from the bd inventory were visually evaluated and identified the presence of clot activator ¿ silica in each of them. Furthermore, the customer samples along with retention samples of the incident lot selected from bd inventory were functionally tested and and no issues relating to sample quality were observed. Factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Bd was unable to duplicate or confirm the customer¿s indicated failure of sample quality (video depicts clotted sample) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested (along with customer samples) demonstrated clinically acceptable performance for all visual observations evaluated. This product¿s functionality includes whole blood clot formation. This complaint is not confirmed with respect to sample quality. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes had a reaction with random tubes that is possibly not correct. Samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "our vets have used these blood collection tubes many times, but suddenly have had a reaction with random tubes that is possibly not correct. This is a great concern as this could affect results, as all samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. Usage is on-going and a daily occurrence ¿ hence our sense of urgency. Video clip and email correspondence has been forwarded¿.

Manufacturer narrative:
H.6. Investigation summary: bd received 2900 samples and 1 video for investigation. The video was reviewed and the indicated failure mode for sample quality was not observed. Both samples in the video were clotted. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to sample quality were observed. A visual evaluation of 100 returned tubes identified the presence of clot activator ¿ silica in each of them. A visual evaluation of 100 retained tubes identified the presence of clot activator ¿ silica in each of them. Additionally, retain samples and customer returned samples were further tested through a clinical study. No issues relating to sample quality were observed: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (sample quality) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer, retain, and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. This product¿s functionality includes whole blood clot formation.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes had a reaction with random tubes that is possibly not correct. Samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "our vets have used these blood collection tubes many times, but suddenly have had a reaction with random tubes that is possibly not correct. This is a great concern as this could affect results, as all samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. Usage is on-going and a daily occurrence ¿ hence our sense of urgency. Vidoe clip and email correspondence has been forwarded.¿